Manufacturer narrative:
One cadd® cadd®-solis vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "pump is alarming air detection continuously". A visual inspection revealed no physical damage of the pump. The event log showed evidence of pump stopped, high alarm displayed - air in-line detected, and cassette latch was opened. The customer's reported problem was not verified. The pump was able to infuse with no alarming, "air in line" message. What caused the reported problem is unknown. Who caused the reported problem is unknown. The air detector sensor was replaced as a preventive measure. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump was alarming air detection continuously. Unknown if there was patient involvement.